Event description:
It was reported that while turning the patient for a bath, the strap on the anchorfast endotracheal tube holder that secures the et tube broke. Respiratory therapist was called to the bedside where the patient was found to be sitting up with the tube hanging out. The et tube was adjusted to the proper depth and the anchorfast device was changed out for a new one. The respiratory therapist does not think there was too much tension on the strap as she had suctioned the patient less than three hours before the incident without any problems.